Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis as well as vomiting multiple times on unknown date with blood glucose level was 1100 mg/dl and treated with intravenous of insulin at hospital. The customer reports they feel okay to troubleshooting. Customer declined to do any troubleshooting though they states this was third time hospitalization. Customer was unable to confirm any reservoir, infusion set or sensor information. The devices will not be returned for analysis.